Event description:
It was reported that the programmer screen would freeze on the home screen after the programmer was first turned on. It was also reported that the printer was inconsistent. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm either customer comment, not that the screen was freezing nor that the printer was inconsistent. Analysis did find that the latch tabs were broken off of the power cord bay door, the keyboard was pulling apart and the keyboard slide cover was missing. All found defective parts were replaced.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).